Event description:
The reporter indicated the tech opened the lens tray of an aq2003v silicone three piece lens and found the haptic bent. The lens was not used or loaded and there was no pt contact. The reporter indicated they felt the lens was defective.

Manufacturer narrative:
(B)(4) eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).